Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: facility name (B)(6). Address line 1 "polyclinique de riaumont departement biomedical - mr monier" h3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was downloaded. Functional testing found that the downstream occlusion (dso) sensor was malfunctioning. The investigation determined that the dso sensor was faulty. The dso sensor was replaced.

Event description:
It was reported that the device was returned for repair and preventative maintenance. There was no patient involvement. After investigation, the device had a problem with the downstream occlusion sensor.